Event description:
It was reported that the patient passed away due to refractory multiple organ failure (mof) under sepsis. Patient suffered from a septic mof which was related to the outcome. No device related issue, neither driveline nor device related infections were related to the outcome. The root cause of the event was not provided. The left ventricular assist device was running as expected. It was noted that the patient's outcome was not device or therapy related. The device was not explanted.

Manufacturer narrative:
Section a: patient information was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 patient handbook, rev b, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, sepsis, and multiple types of organ failure and dysfunction. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.